Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6)2010, the patient developed peritonitis, which required hospitalization on (B)(6)2010. A peritoneal effluent culture, performed on an unreported date in (B)(6)2010, revealed (B)(6). It was not reported whether the patient received remedial treatment. On an unreported date in (B)(6)2010, pd therapy was withdrawn. At the time of this report, the patient was recovering from the event of peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy. Regarding the suspected cause of the peritonitis, the nurse commented that the patient's catheter was colonized with bacteria.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated sodium (na) and chloride (cl) results generated by the unicel dxc 600i synchron access clinical systems for one patient. The original results were reported out of the lab. The sample was re-tested and lower results were obtained for both analytes. The results were amended. The customer stated that the patient treatment was impacted, but they do not know if the patient was harmed.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (gd873927), with no defects noted.